Event description:
Angiography showed that the distal portion of the wire was trapped underneath stent strut without any movement with residual inner core of the wire stretched out from the diagonal into the lad and out of the aorta and was remaining in the guide into the transverse aorta portion. Successful 2.25 x 15 mm xience and 2.25 x 12 mm xience stent to diagonal 2 3: broken coronary wire trapped underneath stent strut without any movement with residual inner core of the wire stretched out from the diagonal into the lad and out of the aorta and was remaining in the guide into the transverse aorta portion.